Event description:
Surgery was being performed for a planned laparoscopic assisted low anterior resection of the bowel. Contour stapler was used but the handle broke before the surgeon could fire the stapler. Surgeon asked for another contour stapler and the handle broke before it could be fired. The patient was not harmed.